Event description:
Boston scientific received information that during a recent routine device change out procedure, the patient's left ventricular (lv) lead was stuck in the device header. It was confirmed that the distal setscrew could not be loosened, and as a result of trying to loosed it, it may have been stripped. The lv lead had to be cut as it would not come out of the device header. The patient received a new device and lv lead without incident.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory was noted that this device was part of low level current and magnetic reed switch advisories. As received, the device header was stripped off from the device and header was not returned with the device for analysis. Header was lost. No abnormal reset or fault code was recorded by the device when it was implanted. Per longevity calculator, device did meet the longevity expectation with 117% lifetime longevity. Based on the analysis findings, device was functioning normal while it was implanted. The header could have been stripped off from the device due to excess force and mishandling induced or applied on the device. The set-screw related issue was not confirmed because the header was not returned with the device/can for analysis.